Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5554-53 lead, implanted: 06 jun 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and remains in use. The right ventricular (rv) lead exhibited noise and remains in use. The patient experienced inappropriate anti-tachycardia pacing therapy for atrial tachycardia that was detected as ventricular fibrillation (vf). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.